Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an axillary node dissection procedure on (B)(6) 2010 and suture was used. During the procedure, approximately 1/3 of the needle tip broke off during suturing. An x-ray was taken and the needle fragment was retained per surgeon decision.